Event description:
Patient with skin reaction: skin reddening, intense itching and skin lesions; reaction appeared when product was used for the first time for this patient; used at lower leg for treatment of ulcus cruris mixtum; additional treatment for several weeks necessary.